Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon found a filamentous foreign body inside the nozzle of a sfc-45 cartridge before lens loading. Cartridge and the packaging was discarded as well as the foreign body. Lot number for cartridge is not available. The reporter stated that this was the first case the surgeon experienced.